Manufacturer narrative:
Insulin pump received with corroded battery tube, cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Drive support cap was inspected and no anomaly was noted.

Event description:
The health care professional reported via phone call that insulin pump got the over delivery. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.